Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, d4: model #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of '2nd top row button doesn't work' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be soft key 2 not working. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's second soft key was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.